Event description:
Sales rep rec'd info from or nurse that a pt's bowel was perforated during a lase procedure. The procedure was finished. The pt required surgery to repair the bowel. The device was lost or discarded. During f/u calls to the quality dir at the hosp, who was reluctant to give details, co was told that two pts were injured, probably from laser energy delivered to the gut after passage through the disc. One seemed to be resolved simply, the other required emergency colostomy. Both pts appeared to be headed for good recovery according to quality dir at hosp.

Event description:
Sales rep received info from o.r. Nurse that a pt's bowel was perforated during a lase procedure. The procedure was finished. The pt required surgery to repair the bowel. The device was lost or discarded. During follow-up calls to the quality director at the hospital, who was reluctant to give details, co was told that two pt's were injured, probably from laser energy delivered to the gut after passage through the disc. One seemed to be resolved simply, the other required emergency colostomy. Both pts appeared to be headed for good recovery according to quality dir at hospital.